Event description:
A staff member in a nursing facility alleges, the patient sustained second degree burns on her back while utilizing her pride lift chair. The patient was treated for the injury at a local hospital a week after the incident as an out patient and released.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.